Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error had occurred during use on the homechoice. The home patient stated they had continued therapy after the alarm and the final fill had been substituted. The patient stated they had ended therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.